Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a part number or a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Pt implanted with nail, helical blade and screws in 2009 for a pathologic hip fracture fixation. Cement was added to the helical blade during original procedure. Pt complained of increased hip pain over the last two months. X-rays showed collapsed hip and bent nail. Surgeon was unable to determine, if nail was broken with initial x-ray. Pt was revised on (B)(6) 2001. Surgeon's intent of revision was to remove hardware and revise to another device. During revision, it was noted the bone was infected and the nail was broken at the helical blade site. Nail, helical blade adn screws were removed. Due to infection, surgeon revised pt to spacers and completed procedure. This is the 2nd of 2 reports submitted on this event.